Event description:
Philips received a complaint by the customer on the v60 indicating a device malfunction as the device displayed a 1104 "backup alarm failed" alarm error message. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. Final investigation and disposition are pending.